Event description:
Customer complains to kendall healthcare products on 6/2001 that there was a leak at the curved extension, one day after placement. No effect was caused to the pt other than having to have it replaced.

Manufacturer narrative:
This report is a re-submission of follow-up 1317749-2018-00003-1, to reflect a revised FDA MDR reference number of 1317749-2001- 00017. If information is provided in the future, a supplemental report will be issued.